Manufacturer narrative:
(B)(4). D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. D10: additional associated products. Unk femoral lot# unk. Unk bearing lot# unk. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a knee revision due to aseptic loosening approximately seventeen years post implantation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b2; b5; d2a; d2b; d4; e1; g1; g3; h1; h6. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event could not be confirmed due to lack of product/information. Photos provided show an explanted tib tray with bio debris. No further info can be gathered from the provided photos. Devices were not returned for evaluation. The device history record was not reviewed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.